Manufacturer narrative:
Evaluation of the transducer will be included in a follow up report upon its return and investigation completion.

Event description:
A customer reported an s8-3t model transducer was producing deteriorated image quality. There was no injury associated with this event.

Manufacturer narrative:
Evaluation of the transducer confirmed oil separation of the sensor, damage to the window and tip cap, a crushed shaft and cracks in the strain relief. The cause of this damage is indicative of improper handling and maintenance.